Event description:
Additional information received indicated, patient underwent surgical intervention on (B)(6) 2025, wherein an additional lead was added for ineffective therapy and the migrated lead was left implanted. Therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patient's lead had migrated. The issue was confirmed via x-rays. As such, surgical intervention may be pending to address the issue.